Event description:
A perclose failure let to an unplanned right common femoral artery cutdown and repair. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).